Event description:
Reportedly, on (B)(6) 2020, the physician was not able to introduce completely any lead in the subject device because set-screws were preventing complete insertion. After unscrewing all set-screws, the physician was able to insert fully all leads and to implant the system. It should be noted that no screwing attempt was done prior to insert any lead.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2020, the physician was not able to introduce completely any lead in the subject device because set-screws were preventing complete insertion. After unscrewing all set-screws, the physician was able to insert fully all leads and to implant the system. It should be noted that no screwing attempt was done prior to insert any lead.